Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube and corroded battery cap contact. Unable to verify for a21 alarm due to blank display. Pump was received with minor scratched display window, cracked lcd window at bottom left side corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump has a blank screen. It was reported that the insulin pump alarmed unexpected restart. Customer's blood glucose reading was 87 mg/dl. Nothing further reported.